Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient had previously experienced their defibrillator would go "off on its own and used to black out." At an unknown time following the device "going off" and the patient blacking out, the patient has since passed away. Additional information is unable to be obtained at this time.